Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side. The 85% stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The lesion contained <=45 degrees bend. A 20mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to the lesion and the balloon was inflated per standard procedure, however the balloon ruptured at 16 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 4.5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).